Event description:
During a left ventricle ablation procedure, it was reported the patient had a left main coronary artery dissection. The cardiac surgeon's intervening the best they can and the patient was taken to the operation room. Additional information provided stated the patient did not make it to the operation room and died. No other information was provided at this time.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).